Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Age and date of birth unknown / not provided. PMA/510(k) number not available k011028 and k013227.

Event description:
It was reported the cover screw does not seat to the implant, implant was removed. The event did not cause any impact on the patient.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) one tapered screw-vent implant (tsvh8) and cover screw were returned for investigation. Visual evaluation of the as returned products identified signs of wear/ use (debris in the internal drive feature and bone residue around the external threads) but no apparent signs of malfunction. Functional testing was performed and the devices were able to engage and disengage as normal. Pre-existing condition noted on the per was 'good oral hygiene'. The reported device was intended for an unknown tooth location. Device history record (DHR) review for the lot (1237298) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1237298) for similar events (complaint category keywords: does not seat) and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.